Event description:
Pt received bilateral vitek tmj implants in 1983 at the age of (B)(6). Pt lived with the implants for 28 years and first learned of the 1990 FDA recall of this device in 2011. Upon learning of recall, pt had two new tmj total implant devices implanted. The surgeon was only able to remove some of the teflon pieces that he found. Pt currently suffers from anxiety. She has jaw trouble, visually jaw appears collapsed, and pt no longer recognizes herself in the mirror. Vision is poor and sees spots, hearing difficulties, pain throughout the body, short-term memory issues and is unable to concentrate, trouble sleeping, face and head are numb, vertigo and balance issues, and central nervous system has been destroyed.